Event description:
Caller reported two alarms occurring in sequence during use of the product. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery, which led to the closure of the case by technical support.